Event description:
Pt had round, smooth, 420cc saline implants placed in 2001. In 2004, pt noticed the shape of the implant appeared different on the left breast, pt could feel the valve which pt had never felt before. The next day, the left breast was noticeably smaller and the implant had folds in it. Pt knew immediately that the implant had deflated.